Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed and broken occluder feet were identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter telephone extension: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a dialysate leak from the transfer set (ts) which resulted in peritonitis. The cause of the leak was reported as due to a broken ts. It was reported the patient closed the ts after disconnecting from the previous apd therapy. During connection at the next therapy the white twist clamp became detached and the patient observed a dialysate leak. The cause of the peritonitis was reported as due to the "broken transfer set". The patient was not hospitalized for the peritonitis. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis event and action with pd therapy was not reported. No additional information is available.